Event description:
As reported from spain, per article, "immediate percutaneous treatment of aortic root rupture during transcatheter aortic valve implantation", a 74-year-old woman underwent an implant of a 29mm sapien 3 valve. Severe calcification was observed in the three leaflets with no significant calcification within the annulus or extending into the left ventricular outflow tract. Following implantation, the patient experienced mild hypotension and severe electrocardiographic changes. An aortography did not demonstrate major complications, and selective left coronary angiography showed patent left anterior descending and circumflex arteries. A transthoracic echocardiogram showed moderate pericardial effusion and inferolateral hypokinesis. After reevaluation of the post implantation aortography, a contrast injection at the level of the left coronary sinus of valsalva revealed aortic root rupture with contrast extravasation to the periaortic space. At that stage, the patient remained asymptomatic, requiring a low dose of noradrenaline to maintain normal blood pressure. After multidisciplinary evaluation, a percutaneous immediate treatment of the root rupture was decided. A microvascular plug system was delivered, achieving partial sealing of the rupture. After, the operators deployed two detachable coils, filling the microvascular plug system. Control aortography showed complete sealing of the rupture, which was confirmed before discharge on computed tomography. One year after the procedure, the patient remained asymptomatic, and no hospitalizations occurred.

Manufacturer narrative:
The date of the event is unknown; however, the article was accepted for publication on september 16, 2024. Therefore, the 'received for publication date' was used as the date of event. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (female gender, presence of severe calcification on the three native leaflets) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: muntane-carol, g., romaguera, r., teruel, l., & gomez-hospital, j. A. Immediate percutaneous treatment of aortic root rupture during transcatheter aortic valve implantation. Catheterization and cardiovascular interventions.